Manufacturer narrative:
Visual inspection identified a small breach approximately 2mm in length which is located on the periphery of the device 9 on the 3 o'clock position (when the product was held in such a position that the brand name was upright and horizontal). Pressure testing identified no other leaks or breaches. Microscopic examination (x10) of the breach identified a clear initiation point and well defined edges which are indicative of mechanical trauma. The product met all manufacturing and quality specifications post manufacture. The breach is not a manufacturing fault.